Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having several concerns and issues with insulin pump. Customer reported that buttons were difficult to press, air bubbles were difficult to remove due to the large size, the needle cover was loose and the adhesive was difficult to remove.